Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record; device history lot; part: 413.332s; lot: 9557987; manufacturing site: grenchen; release to warehouse date: 15.jul.2015; expiry date: 01.jul.2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil . Selected flow: damaged. Visual inspection: the inner hexagon of the returned locking screw is worn out. The edges are visual damaged. Otherwise the part itself is all in all in good condition and there are no other damages visible. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Summary: the inner hexagon of the returned locking screw is worn out. The edges are visual damaged. Otherwise the part itself is all in all in good condition and there are no other damages visible. This lot was manufactured in july 2015 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the occurrence. Based on the visible damages we have to assume that a mechanical overload situation has led to the damages. It is also possible that a worn out screwdriver was used and while turning in the screw the damage occurred. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery, the surgeon felt that the screw head of the two (2) locking screws with 5.0mm diameter in question were stripped when tried to insert the screws. Thus, the surgeon used another screw to successfully complete the procedure. It was unknown if there was a surgical delay. There was no adverse consequence to the patient. The surgeon requested the sales rep to make a tap or make a screw with star-shaped recess. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 5.0mm ti locking head screw self-tapping 32mm. This is report 2 of 2 for (B)(4).